Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received by their device. Upon interrogation, it was noted that the shocks received were likely due to atrial fibrillation (af) with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.